Event description:
The device was prepped but not used. There were excessive jacket retraction forces. The physician mishandled the snare catheter, dissecting the common iliac artery at the medial portion, resulting in conversion. The pt went through a successful open procedure.